Event description:
As reported by the edwards field clinical specialist, when the sapien valve was opened a black fleck of material was noticed embedded in the in-flow of the valve. The physicians visually inspected the valve during prep, and asked that a new valve be opened and prepared. The valve was removed from the jar and holder after the particulate was observed. The valve was then rinsed and agitated, but the particulate remained. There was no particulate observed in the jar.

Manufacturer narrative:
The unused sapien valve was returned to edwards without the carton and valve holder. There was no damage to the outer box or valve container. During the visual inspection three blue fibers were noted on the leaflets. The report of a "black fleck of material embedded in the inflow of the valve" was confirmed. The visual inspection did not reveal any damage to frame, skirt, or leaflets of the valve. A DHR review revealed that there were no non-conformities associated with this valve during its manufacturing. The fibers underwent a chemical analysis, which revealed that the ir spectrum of all three unknown particulates showed similar absorption characteristics when compared to cellulose like material. The bill of materials (bom) for the valve, including packaging material, was reviewed and there were no blue cellulose-based materials found. Cellulose is an organic material that is present in many cotton-based materials. The source of the particulates could not be confirmed but it can be speculated that the linen fibers from the manufacturing technician's clothing may have been introduced onto the valve during the manufacturing process. The root cause for the complaint issue could not be determined, but it is speculated that the particulates could have originated from the manufacturing technician's clothing. Edwards enforces strict gowning procedures in each production cleanroom. Prior to this complaint a corrective action was enacted to prevent foreign particulates from being introduced to the valve during the manufacturing process, which clarified a preexisting inspection step to look for foreign particles on the valve and inside the jar. However, this valve was manufactured prior to the implementation date of these corrective actions.

Manufacturer narrative:
The sapien valve was returned to edwards for evaluation. Upon visual inspection, three blue fibers were noticed on the leaflets, confirming the reported complaint. No other damage was noticed on the frame, leaflet, or skirt. The fiber materials were removed and are undergoing a chemical analysis. At this time the investigation is ongoing.

Manufacturer narrative:
The investigation is ongoing.